Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and critical pump error. The customer¿s blood glucose level was 242mg/dl at the time of the incident. The customer was performed troubleshooting. After troubleshooting the display did not return and critical pump error problem not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display die to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error or failed battery alarm due to blank display.